Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned tasp exhibits signs of repeated use (nicked or gouged) and confirmed the tasp is not fractured or cracked. The DHR was reviewed and no discrepancies relevant to the reported event were found. There was no problem detected. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05514.

Event description:
It was reported that the instrument broke while trialing a total knee replacement. No adverse events have been reported as a result of the malfunction.